Event description:
The customer reported that the device sealed approximately half the length of the intended seal line. It is unknown if regrasp alarms and/or an endtone (indicating a completed seal cycle) were heard. There was no injury to the patient. Although additional questions have been asked, no further information is available from the site regarding this incident.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returning for evaluation. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.